Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported issues with ¿channel disconnects.¿ no further information was provided. The issue was reported to bd associate during their site visit. There was no information on patient involvement.